Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead displayed high out of range impedance measurements. This information was provided to the physician. A follow up visit was performed. In addition to the out of range impedance measurements; isometrics revealed sensing issues. An x-ray revealed the is-1 pin was not fully inserted. Valsalva maneuvers were performed resulting in noise and artifacts. Impedance measurements remained out of range. A revision procedure was performed. The lead was removed and reinserted into the device header. After the connection was verified, acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.